Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of dizziness and/or headache and cancer tumor on kidney renal cell lymphoma. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation manufacturer observed that humidifier on indicator led cr11 on pca (printed circuit assembly) inoperative. Possibly from potential corrosion. Humidifier heater plate level 3 led cr15 dim on pca (printed circuit assembly). Possibly a faulty led. Air inlet filter missing. The air outlet port had dust-like contamination in it and potential mineral deposits indicating water ingress. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had significant dust-like contamination all over the top of it, especially around the rotary encoder. Significant dust-like contamination on the top of the blower box lid and surrounding area, on the top of the blower motor and inside of the blower box. Potential mineral deposits in blower box indicating possible water ingress. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had significant dust-like contamination on top of it. Blower grommet slipped on blower motor wire harness and not seated correctly during manufacture. Flip lid seal had unknown contamination on it. Flip lid assembly has potential mineral spots on it. Tan dust-like contamination, throughout humidifier enclosure. Potential mineral spots throughout humidifier enclosure. Significant unknown brown and tan dust-like contamination on, under and around the heater plate. Unknown white and tan dust-like contamination on the dry box and seals. Dry box has potential mineral spots inside it indication water ingress. Unknown tan dust-like contamination in the iso port (international organization of standardization.). The contamination found in the humidifier enclosure is considered not to be in the airpath and most likely external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box d: device avail. For eval and date returned has been updated in box g: device eval. By mfg. And device avail. For eval? Has been updated in box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of dizziness and/or headache and cancer tumor on kidney renal cell lymphoma. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.